Event description:
It was reported that a transmitter did not work occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and no errors were not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation.the probable cause of the transmitter failed error could not be determined. The reported event of the transmitter did not work is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter did not work occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error could not be determined. The reported event of the transmitter did not work is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.